Manufacturer narrative:
Device has not yet returned for investigation. When the device becomes available it will be investigatied at that time. A review of the DHR was performed - all 60 units from this work order passed final inspection.

Event description:
Patient called and reported a burning sensation causing the treatment area to blister. Patient stated she skipped a treatment day and felt some relief and when she started treating again, she experienced the similar issue.